Event description:
Philips respironic dream station started making high pitched noise and increasing the pressure from 7 psi to over 20 psi rapidly. This continued to happen nightly. The normal psi for my sleep apnea correction is 7-8 psi. The raising psi woke me up and left me with headaches. The noise caused my husband to wake me up several times to check my machine. I used my dream station go while I determined how to fix the issue. I ordered new filters incase they generic ones were not sitting in place correctly. Ordering philips respironic filters was difficult to find. The filters did not solve the noise or the pressure issue. I looked up how to set the min and max pressures. I set the max pressure to 11psi to prevent the sleep disruption. The headaches continued off and on. I use my machine nightly for 7-8 plus hours without fail. The machine started making the noise again in (B)(6) and hits the max psi set of 11 and stays at 11psi until it wakes me up and I push the reset to starting psi. Losing sleep and having headaches has not been the norm until recently since the first months of use. I was searching for a reason why the awful noise and wildly high pressures was happening back in (B)(6) and found nothing. Today, I found the recall. I don't know if the issues with my machine are linked to the recall or not. I do not use anything other than soap and water to clean my machines. The machine was purchased in (B)(6) 2018 and caused severe headaches to the point I stopped using it and waited to see a specialist. The specialist did not have any solid answers for me other than "you have sleep apnea, you need to using the machine". The test result below is from the sleep study. There is a medical need for my CPAP machine to work and not malfunction. A medical device should not be causing me more harm than good. Given the now found recall, I have stopped using my dream station and my dream station go. I have registered my machines with philips per the recall. Given the noise issue and pressure increasing issue, any filter "fixes" are not applicable; my only option is to buy a new machine. While I wait for instructions from philips or the FDA, I ordered a different brand of machine. I was diagnosed with sleep apnea in (B)(6) 2018; 80 sleep apnea events in 320 minutes were noted. Ahi of 7 and rdi of 15. There were reduced oxygen saturation rates less than 88% with lowest at 80%. FDA safety report ID# (B)(4).